Event description:
The customer indicated that a pt death occurred. There was a discrepancy amongst the staff regarding whether alarms occurred or not at the central.

Manufacturer narrative:
(B)(4). The customer contacted the philips andover, ma quality and regulatory (q and r) after calling the philips solutions center and logging a case in order to get help with log file collection and analysis. A pt suffered a negative outcome which the customer later determined was a death. The customer was not sure if the device may have been a factor given that staff disagreed on whether an alarm occurred or not. The customer was contacted while on the clinical unit at which time it was confirmed that both the central and bedside were alarming properly. The customer collected and sent logs for review noting that the incident timeframe was (B)(6) 2012 at 07:15 am, in ccu 11. Logs were reviewed at which time it was determined that multiple alarms had occurred beginning at 07:05am with noted silence and suspend activity. Among the many critical alarms, there was an alarm at 7:15 am. Silencing actions in the alarm logs indicate user actions at the central station. The customer was sent the log data and indicated they did not need a philips field service engineer (fse) onsite for product testing. All info from this investigation supports that there was no device malfunction and that user error/misunderstanding resulted in lack of awareness of a critical pt condition. Trending for this issue supports that there is no design, mfg, materials, or labeling problem. No further action or investigation is warranted.